Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was out of electrical specification. It was also noted that the upper case was damaged, the lead flex cover was contaminated, the battery contacts were compressed, the ring was bent, and the keyboard was damaged. (B)(4).

Event description:
It was reported that the lower display of the external pulse generator was blank. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.